Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial/batch: (B)(6) .

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted. No further information has been obtained despite good faith efforts.